Event description:
The clinician reports the implant was inserted (B)(6) 1998 in fdi 35. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, bleeding, abscess, fistula and inflammation. No further patient complications were reported.